Event description:
On (B)(6) 2014, patient's husband reported the patient experienced a leak with the infusion set. Husband stated, his wife's blood glucose level was elevated between 390-450 mg/dl on (B)(6) 2014; no outside assistance was required. Patient's target blood glucose range is 120-130 mg/dl. Husband reported when his wife inspected the infusion device and accessories, she noticed wetness at the connection between the infusion set tubing and the connector. Husband stated, she then noticed that the infusion set tubing had come unattached from the connector piece. Husband reported, the patient heard an audible click when she attached the infusion set tubing to the headset. Alleged headset has been discarded. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated.